Event description:
It was reported by the rep that the device was used during a laparosocpic hernia repair. It was reported the staples did not form properly. A new stapler had to be opened to complete the surgery. The grip broke the first time the stapler was used. There was no consequence to the pt.